Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2016 at 4:22pm the patient's hr = 300 bpm and pvc > 5, but the monitor did not trigger a vtach alarm. No audio or visual alarms. The nurse stated the ECG rhythms appeared to show a lot of artifact, but she stated the monitor should have still triggered a vtach alarm. Moreover it was reported that there was a error message "can not analyze qt" on the device. At the time of the alleged malfunction, the device was being used for clinical monitoring. No patient harm was reported.

Manufacturer narrative:
.